Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) scan. Prior to procedure, the non-MRI conditional implantable cardioverter defibrillator was programmed to asynchronous pacing mode with fixed outputs for the atrial and right ventricular leads and the left ventricular lead was programmed off for the scan. During the MRI, at certain image frequencies, the patient's heart rate was noted to drop. The patient was brought out of the scan to be re-evaluated and to confirm that the programming was correct, which it was. However, when the patient went back into the scanner, the same heart rate drops were observed and the patient noted times of dizziness during the scan. Post-MRI interrogation showed complete pacing in the atrium and the right ventricle with the rate histogram agreeing. It is unknown what caused the reading of the heart rate to drop whether it was device related or an anomaly with the vitals machine. The patient was in stable condition.